Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-06568. Ref MFR report: 1627487-2013-06570. It was reported the pt went to the hosp due to redness at his lead surgical site. His implanting physician determined there was an infection. F/u identified the pt's entire scs system was removed. The pt was implanted with three leads. All possible devices are being reported. No further info is available at this time.